Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was confirmed that the device had a sticky trigger. During disassembly of the device, it was observed that the safety ring was broke and had fallen behind the upper trigger, which caused the failure. When the triggers were pressed, it was observed that clear water came out. Moisture was also observed inside the device, and the motor and safety ring were found to be corroded. The cause of the found water was traced back to the o-ring coming off the contact support which led to a gap where water could flow into the device. The assignable root cause of the failures was not established. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery powered handpiece device upper trigger could not be fully pressed which lead to additional test failures. It was further determined that the device failed pretest for check for sticky triggers, check the forward/reverse direction modes function and function check of oscillation angle. It was noted in the service order that during pre-surgery, it was discovered that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. If additional information should available, a supplemental medwatch will be submitted accordingly.